Event description:
It was reported that during an unknown procedure, staples failed to close correctly when applied to skin edges, therefore, did not achieve a closure of wound. No patient consequence was reported. Not reported how the case was completed.

Manufacturer narrative:
(B) (4). (B) (4). Nonconforming cartridge weld. Evaluation summary - the analysis results confirmed that the device was received with insufficient cartridge weld. No functional test could be performed with the device. A batch record review was performed and no anomalies were found during the manufacturing process.